Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised on (B)(6) 2020 to treat recurrent shoulder dislocations and aseptic loosening. The glenosphere and humeral cup were dislocated and the glenoid anchor peg was loosened. The patient was revised with a depuy reveres shoulder. The procedure was completed without complications. Doi: 2011.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.